Event description:
Sales rep reported damage drill assemblys (soft tissue) due to week metal. These are examples, same issue with 5mm assemblys.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.